Event description:
Caller reported a cartridge alarm 20 occurrence on october 30, 2025. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the out-of-warranty pump and transferred the customer to sales.